Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited increased threshold measurements one day post implant. A chest x-ray revealed that the lead had microdislodged. The microdislodgement was felt to be due to a turbulent ventricle and lack of slack on the lead. A revision procedure was performed. The lead was successfully repositioned without incident. No additional adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.